Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, h6 (investigation conclusions).

Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) has alarming gas loss. No harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) arrived at the site to inspect the equipment and confirmed unit had gas leak issue, run leak test. Fse replaced pim assy. (D997-00-1178), safety desk, primary 9v battery alkaline (d146-00-0146) and o-ring,buna-n 1-008 n70 (d354-00-0208). Test unit no issue found, perform pm with full calibration, functional testing and safety check to factory specifications. Returned to customer for use.